Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after receiving a hit.

Event description:
Initially it was reported that the user's hearing performance with the device was affected after receiving a hit. In situ measurements showed affected channels. As per additional information the mother reported that the user had pain on the implant site and fever in the same period as the high channels appeared.

Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements showed several channels with fluctuating and high impedance, which were likely caused by physiological changes inside the cochlea. Reportedly the recipient suffered from pain and fever during the period of high channels. The symptoms were treated with medication. The impedances returned back to normal apart from one channel, which still shows high status due to undetermined reasons. Further checks are planned, however, the device remains implanted and in use. This is a final report.